Manufacturer narrative:
No further information is available at this time. Will provide follow ups if information becomes available.

Event description:
The customer reported that on of the nurses was cut while opening the angio adult safety pack. There was injury reported. Clinical data was requested due to the mature of the issue.